Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing high blood glucose levels. The customer's blood glucose was 400 mg/dl. Troubleshooting was done. The customer had treated herself with manual injections. The customer stated that the cannula was bent. Advised customer that a replacement infusion set would be sent. Advised customer to contact her healthcare provider for insulin pump settings and in regards to her high blood glucose. Nothing further reported.